Event description:
Experiencing pain in her right knee [arthralgia]. Bed sores [decubitus ulcer]. Case description: spontaneous report was received on (B)(6) 2012, from a (B)(6) female pt, initials (B)(6). The pt¿s medical history was significant for hospitalization (on an unspecified date in (B)(6) 2010), due to decreased mobility, difficulty in walking, septic right knee and bed sores (developed during hospitalization). In (B)(6) 2010, the pt initiated treatment with synvisc injection, route not provided, dosage regimen not provided, in the right knee. The lot number of synvisc was not provided. In (B)(6) 2010, the pt was hospitalized for the pain in her right knee and her orthopedist refused to give her any medication for the pain. It was reported that the pt developed bed sores during the hospitalization. The action taken with synvisc treatment was not provided. The pt had not yet recovered from the event of right knee pain. The outcome for the event of bed sores was not provided. Concomitant medications were not provided. The intensity of both the events was not provided. This is 1 of the 3 reports of the same pt. The total list of cases created for this pt is (B)(4).

Manufacturer narrative:
MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.